Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed from the patient and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The device was removed from the patient and the procedure was completed with a different device without any patient complications reported. The patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR.: the nc emerge mr, ous 4.00mm x 12mm device was returned for analysis. Visual, tactile and microscopic analysis as well as functional testing was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft and a visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 20 atmospheres, and it was successfully inflated and held pressure. No issues were identified with the balloon material. The allegation in the complaint is not confirmed.